Manufacturer narrative:
Device evaluation summary: the field service engineer evaluated the ventilator and replaced the analog interface printed circuit board assembly (pcba), breath delivery central processing unit pcba, and exhalation flow sensor. The ventilator passed all testing per manufacturer¿s specifications and was returned to the customer. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in a use on a patient, the 840 ventilator generated a "vent inop" alarm and stopped delivering breaths to the patient. The patient was removed from the ventilator and placed on an alternate ventilator without harm as the result of the event.